Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020,when the nurse found the leakage of the y tube of the indwelling needle at 9:00 am when she was inserting needles for the children, she stopped using it immediately and replaced it in time, which did not cause serious harm to the children".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9106915. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. After a review of the manufacturing line we have identified a the material used to grip the components during the swaging process as the most likely contributor to the increased pressure. The grippers have been replaced with a softer material and multiple lots have been produced to confirm the efficacy of this alteration. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020 when the nurse found the leakage of the y tube of the indwelling needle at 9:00 am when she was inserting needles for the children, she stopped using it immediately and replaced it in time, which did not cause serious harm to the children"